Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pkk566, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: initial procedure: k9 spay. What tissue was being approximated: was surgery completed successfully: yes. What was used to complete surgery: switched to another size of 2/0. How many of the total quantity were actually involved: 2 packs. Note: events reported in 2210968-2020-02492 and 2210968-2020-02493.

Event description:
It was reported that an animal underwent a canine spay procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke. Another like device was used.

Manufacturer narrative:
(B)(4). Investigation summary: ten unopened samples of product code y942, lot # pkk566 were returned for analysis. The complaint sample was not received. During the visual inspection of ten unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements.